Manufacturer narrative:
The reported event was patient-related issue. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
It was reported that the surgical wound was not fully healed. The system was explanted to prevent a risk of infection. The patient was stable.